Manufacturer narrative:
Insulin pump was received with blank display due to broken solder joint of power connector on interface board. Insulin pump was unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was 502 mg/dl. The customer stated that she had no idea why there was a blank display on the device, but observed that she had experienced high blood glucose levels, likely due to stress and having a cold. She stated that her blood glucose reading was 220 mg/dl in the morning, and after a cup of coffee, she treated with 2 units of insulin. When she arrived home later, she found that the blood glucose reading was 580 mg/dl. On the call, the blood glucose reading was 405 mg/dl, which was treated with manual injection. She was advised that a replacement battery cap would be sent. Upon its receipt, it was found that this did not resolve the issue; replacement of the insulin pump was advised. She declined return of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.